Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care professional accidentally changed the pump's am/pm time settings while checking the customer's personal profiles and settings. Customer's blood glucose level became elevated (400-500 mg/dl), and had moderate ketone levels. Customer corrected the time settings and delivered an injection to stabilize blood glucose level.